Event description:
It was reported from the (B)(6) implant retrieval centre that pt underwent primary knee procedure on (B)(6) 2005. Pt underwent revision surgery on (B)(6) 2009 due to fracture of stem. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items sent directly to the (B)(6) implant retrieval centre for evaluation. Upon completion of evaluation and receipt of report, a follow-up report will be sent to the FDA. (B)(4).